Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded existing cartridge prior to calling tandem technical support and expressed that he would monitor and continue using existing cartridge. Customer's blood glucose was 119 mg/dl.